Event description:
Patient reported concern for textured implant device, chronic migraines, pain, memory issues, brain fog, feeling sick, and abnormal mammogram showing fluid around devices on unspecified side. The device remains implanted. The events of chronic migraines, memory issues, brain fog and feeling sick are considered not device related.

Manufacturer narrative:
The event of "fluid around devices" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid around devices